Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (residue on battery) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to recognize a battery pack) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca the root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger or battery pack.

Event description:
A us distributor reported that a patient's battery had residue on it and the battery charger was unable to recognize a battery pack.